Manufacturer narrative:
Upon follow-up with the customer, the customer reported that after spiking a unit of packed red blood cells and hanging to transfuse, the tubing separated from the white spike, leading to approximately 100ml of blood leaking from the bag of blood cells. There was no patient injury or medical intervention associated with this event. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white spike of clearlink system y-type blood/solution set broke off which results to blood leak coming from the tubing. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.